Event description:
Subsequent to the previously filed report, additional information was received: when crossing the annulus, the patient went into heart block. Temporary pacing was started. The patient left the operating room with temporary pacing and was hospitalized for monitoring.

Manufacturer narrative:
It was reported that the patient went into av disturbance during the navitor implant procedure when crossing the annulus, and temporary pacing was started. The patient developed atrioventricular block next day of navitor implant, requiring permanent pacemaker. There were no reported device issues or malfunctions with the navitor valve. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient's baseline rhythm was sinus bradycardia with history of left bundle branch block, which could have been exacerbated by the procedure leading to the complication being reported. However the exact cause of reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 - health effect - impact code: 4641 and 4607 added.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a flexnav delivery system. Length of membranous septum was 2.8mm. Baseline rhythm was sinus bradycardia with history of left bundle branch block (lbbb). While in cusp overlap view (cov) the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). The device was implanted at a depth of 4mm. An unknown conduction disturbance occurred during the procedure. On (B)(6) 2024, the patient developed atrioventricular block and a permanent pacemaker was implanted. There were no reported device issues or malfunctions with the navitor valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.